Event description:
The cutting foreceps were inserted through a 10mm scope. It was noted the "white" area that acts as an insulator was detached from the shaft. The cutting foreceps were removed from the scope.